Event description:
It is reported that a customer has been receiving reoccurring alarms on their insulin pump. The patient's blood glucose level was 130 mg/dl at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Findings: pump passed displacement test, operating currents, self test and off no power test. No unexpected low battery alarm noted. Unit received with a21 alarm during a21 error test due to c13 voltage leak. No a17 alarm noted. Pump received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Pump received with cracked reservoir tube lip. Pump received with cracked case at reservoir tube window corner.